Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As further information concerning this report is expected, our investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was received for low shock impedance on this right ventricular (rv) lead. There has been no information available from the field at this time. The report will updated when more information becomes available. No adverse patient effects were reported.